Event description:
Journal reference: york mk, dulay m, macias a, et al. Cognitive declines following bilateral subthalmic nucleus deep brain stimulation for the treatment of parkinson's disease. J neurol neurosurg psychiatry. 2008; 79(7): 789-795. We investigated the cognitive and psychiatric outcome 6 mos after bilateral subthalamic nucleus deep brain stimulation (dbs) for the treatment of parkinson's disease (pd) using a disease control group. Pts who underwent dbs were compared with 28 medically treated pts with pd at baseline and at 6 mos for neuropsychological measures. Reportable event: two additional pts who underwent dbs demonstrated statistically reliable declines on two or more cognitive measures 6 mos following surgery. These two pts did not meet criteria for dementia as their scores on these measures remained within the intact range for their age. See MFR report 2182207200805638.